Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-ray key was turned to the locked position. When the key was turned to the unlocked position, the system booted as expected. It was also noted the 5v for the ps1 was out of specification. The voltage was adjusted back into specification. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system would not power on. It was noted the system was properly charged overnight. This issue was noted outside of a procedure, and there was no patient involvement.